Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant to be performed on (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 21.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. Post-operatively, the patient complains of not clear vision/blurry vision since the surgery, including glare. Therefore, there is a planned explant to be performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received reported that an explant occurred on (B)(6) 2018. There was no incision enlargement, no vitrectomy, and no sutures used. Also, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided. If explanted, give date: (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.